Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor failed to pair and complete warm-up with the ilet, despite device restarts and rescans, resulting in prolonged pairing attempts and necessitating placement of a new sensor; the event is consistent with an intermittent communication failure involving the antenna/electrical-magnetic components of the system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm sensor and the ilet, aligned with an intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.